Event description:
During a review of the patient's programming history, it was noted on (B)(6) 2010, a faulted systems diagnostic test occurred which altered the patient's settings. The settings were not corrected until an office visit a few weeks later. There were no reports of any patient adverse events as a result.

Manufacturer narrative:
Analysis of programming and device diagnostic history performed.